Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using penumbra smart coils (smart coils), the technician was preparing the smart coil on the back table and noted that the smart coil would not advance from its initial position within its introducer sheath. The smart coil was then discarded and the physician completed the case using another smart coil.